Manufacturer narrative:
The customer's meter and strips were returned for investigation. Visual analysis of test strips revealed a discoloration of the reaction field, so it was not possible to further investigate the test strips. The returned customer test strip vial was not completely closed. The meter appeared undamaged and clean on the outside. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 353501) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:00 a.m. The meter result was 5.9 inr and at 10:00 a.m. The laboratory result was 3.2 inr. The patients therapeutic range is 2.0-3.0 inr and tests every day. The patient does not feel well.